Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had a pre-existing surgical incision and the lifevest rubbed against the area, causing it to open. Patient described the area as rubbed raw, chaffing and burns. There was no alleged device malfunction contributing to the irritation. The patient's physician placed a band aid over incision, gave patient iodine swabs and advised periodic removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.